Event description:
The complainant reported an automated impella controller (aic) failure, aic - controller failure (red alarm), that occurred during preparation of the device. A new aic was used without any harm to the patient.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The cause of the failure mode was most likely use related (not following case start wizard prompts). This report is being filed as part of a retrospective review of historical records.